Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the clip assembly was half deployed and was returned with the device. Additionally, the prongs were found to be bent backwards. Functionally, the yoke, which was still attached to the control wire, was able to be actuated and deployed. The complaint of premature deployment was not able to be confirmed through analysis of the returned product. However, the evaluation found that the prongs were bent backwards. Therefore, the most probable root cause is operational context as the device met the design and manufacturing specification, but due to anatomical/procedural factors, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, they made an attempt to deploy a clip at the target site however, prior to the clip grasping onto tissue, the clip prematurely deployed and fell into the patient in a closed state. It was reported that the clip was retrieved with a snare. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Although a prematurely deployed clip event is non-reportable, preliminary investigation results received on (B)(6), 2011 revealed that the clip arms were bent. Based on this information, this event is now reportable.